Manufacturer narrative:
The local area sales representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that shortly after implant, this right ventricular (rv) lead dislodged. A revision procedure was performed, and this lead was explanted and replaced. No additional adverse patient effects were reported. At this time, it is unclear if this lead will return for analysis, however, information has been requested.